Event description:
The device was returned from the customer facility with no specific complaint. During initial mfg testing, it was found that the pump delivered an unrequested bolus. The customer contact stated that the pump was returned to the sterile processing dept with an unsigned note that read, "broken". There was no tracking info in order to obtain specific event or pt details. The customer contact indicated that there were no reported adverse pt events while the pump was in clinical use.